Event description:
It was reported that the water was not heating on the arctic sun device. Per review of wo on (B)(6) 2023, no patient involvement. Symptoms were detected during the equipment inspection. Per follow up information received via email on (B)(6) 2023, they replaced a heater assembly and target temperature management worked normally. The problem was resolved. They found a problem with the heater assembly and they replaced it.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty heater. The device was evaluated and the reported issue was confirmed as it was noted that the unit was unable to heat while being tested with multimeter. The heater was replaced. The device was evaluated. It passed all tests successfully. The evaluation found no other issues with performance of the arctic sun. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the water was not heating on the arctic sun device. Per review of wo on 12may2023, no patient involvement. Symptoms were detected during the equipment inspection. Per follow up information received via email on 15may2023, they replaced a heater assembly and target temperature management worked normally. The problem was resolved. They found a problem with the heater assembly and they replaced it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.